Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. Bg values were not provided. The customer declined follow up contact from tandem technical support regarding the reported issues; therefore, no additional information could be obtained.